Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 435 mg/dl at time of incident and current blood glucose was 144 mg/dl. The customer was treated with insulin pump. The customer was advised to monitor the blood glucose and call back if they need to troubleshoot the pump. The insulin pump will not be returned for analysis.